Event description:
It was reported that allegedly, "the pt received a trident hip system." It was further alleged that, "the pt is experiencing pain, grinding, catching and the device squeaks when she walks."

Manufacturer narrative:
The event has become a legal matter. If add'l info is received, it will be submitted in a f/u report.